Event description:
A power on reset occurred and there were telemetry issues. An over discharge was suspected. The pt's leads were removed and he only had a neurostimulator (ins) implanted. He will have leads re-implanted. The company rep confirmed that the pt had "complications" with the leads following initial implant. The complications were not specified. His leads were removed in (B) (6) 2009 and he had not used his ins since that time. He was unaware that he needed to keep his device charged. He was ready for new leads to be placed and did not realize his ins was over discharge. His device was successfully recharged.

Manufacturer narrative:
(B) (4).